Event description:
Serious injury involving one person. Pt was diagnosed with a corneal ulcer in the right eye after 14 days of initial fitting (on or before 8/1/99). The pt was hospitalized at clinic. The lenses was returned to ciba vision and investigated according to procedure. Both the lens and the device history met specification. No problems or abnormalities were observed. Status of pt and treatment perscribed is unknown at this time. If information can be obtained a follow-up report will follow.